Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed on the tissue. The first clip fired fine, this was the second clip. The device was pulled off and tore a duct. Another device was used to complete the case. There was no adverse consequence to the patient. Additional information was requested and the following was received: the doctor closed the device on the cystic duct and it would not re-open. He tried pulling the handles apart and that would not work. He pulled the instrument off with the jaws closed. This resulted in tearing of the duct. A new instrument was used to ligate the duct bilateral to the tear. He was able to divide the duct at this point. There was no change to post-op care or hospital stay. The hospital will not share patient information.

Manufacturer narrative:
Date sent: 09/17/2009. Advancer bypass, malformed clip. Evaluation summary - the analysis results of the device found that it was received in good visual condition. The device was cycled, fed, and formed ten clips conforming and the advancer bypassed three clips. During the advancer bypass incidents the jaws opened and closed as intended. A batch review was performed and no anomalies were found during the manufacturing process.